Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed t-wave oversensing and high pacing impedance measurements greater than 20000 ohms on the rate\sense channel. This out of range measurements occurred after the patient had post rf ablation. Technical services (ts) discussed ablation damage to the myocardium versus lead damage. Ts also discussed programming ventricular refractory period (vrp) to cover the t-wave oversensing. It was noted that the oversensing could not be fixed with vrp. The device was reprogrammed to vvi 50 and there is a good escape rate. It was noted that the physician is aware of the reprogramming and intends to replace the system. Additional information has been requested; however, no further information is currently available.

Event description:
Additional information indicated this device was explanted due to the patinet's condition. The patient was upgraded to a bi-ventricular device and moved to the left side.